Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged; there was a crack beneath the screen that affected the visibility of the display. The patient's blood glucose at the time of incident was 117 mg/dl. A self test was performed and there were missing segments where the crack appeared to be. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partial display with horizontal black lines due to cracked lcd glass. Unable to perform self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.